Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg) level. The cause of the high bgs were unknown, and a specific bg value was not provided. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.